Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this bioprosthetic valved conduit implanted in the mitral position, the conduit was explanted and replaced for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that prior to implanting this 12mm bioprosthetic valved conduit, the physician realized the conduit was too small for the patient. The 12mm conduit was never implanted, and a 14mm valved conduit was successfully implanted. No adverse patient effects were if information is provided in the future, a supplemental report will be issued.